Event description:
(B)(4) study. It was reported that during an aortic valve implant procedure, small chordal rupture occurred. The patient was enrolled into the (B)(4) study on (B)(6) 2014. During the procedure, small chordal rupture was noted during the intra-procedural transesophageal echocardiography. Per site's response, the chordal rupture could be attributed to the amplatz super stiff guidewire and/or the nose cone of the delivery catheter used during the procedure. No action was taken. At the time of reporting, the outcome of the event was unknown.

Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).